Event description:
Doctor used the reddick scoop tip cholangiogram catheter for an intraoperative cholangiogram. When the scrubber was preparing the device to be used, the dilating balloon ( x 2 catheters ) ruptured prior to use on the patient. A third catheter had to be used to complete the case.

Event description:
Doctor used the reddick scoop tip cholangiogram catheter for an intraoperative cholangiogram. When the scrubber was preparing the device to be used, the dilating balloon ( x 2 catheters ) ruptured prior to use on the patient. A third catheter had to be used to complete the case.